Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A stingray lp catheter was selected for use. During procedure, it was noted that the balloon ruptured for 4 seconds at 4atm from the inside by the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A stingray lp catheter was selected for use. During procedure, it was noted that the balloon ruptured for 4 seconds at 4atm from the inside by the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.,eval summary attached, method codes, result codes, conclusion codes updated.#xb. Device evaluated by manufacturer: the device was returned for analysis. The shaft, balloon and tip were microscopically examined. Magnified inspection of the inner shaft revealed that there was a hole in the inner shaft 1mm from the hub. The hole is consistent with a guidewire puncturing through the inner shaft. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).